Event description:
The customer reported that the handle of the device jammed during the case. The device was on tissue at the time, but no further information was available as to how the device was removed from tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.